Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of error code 242.4030 was confirmed. ¿ received on 08-oct-2025, lvp device was received unboxed and with paperwork. ¿ error code 242.4030 appeared when the door was opened due to faulty motor control board. ¿ faulty motor control board. Defective material from supplier. ¿ device to be returned to san diego repair center for service supervisor determination if unit will be sent through normal processing or scrapped. ¿ recommend bd san diego repair center to replace the motor control board. ¿ failure investigation report attached to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that a failure was observed during a planned preventive maintenance or recall remediation service event. There was no reported patient involvement.